Event description:
Elevated impedance was observed during follow up 0n sep. 9 and replaced the lead on sep. 11. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.